Event description:
It was reported patient underwent a right total hip arthroplasty on (B)(6) 2010. Subsequently, patient allegations of pain and elevated metal ion levels are reported. There has been no reported revision procedure. No further information has been provided to date.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.